Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called and reported that they received got hospitalized due to low blood glucose around easter, with blood glucose of 25 mg/dl at the time of the incident. The customer believes the doctor should have put her on a sensor to help catch lows. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.